Manufacturer narrative:
The following fields have been updated with additional/corrected information: e.4. Device available for eval: yes. E.4. Returned to manufacturer on: 06-nov-2023. H.6. Investigation summary: bd received 5 samples for investigation. The samples along with retention samples from the same lot number were visually inspected with no issues observed. Complaints for sample quality are under statistical control for the month of october 2023. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode, poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the samples were not separating when centrifuged. This event occurred 1 time and no report of adverse or injury. The following information was provided by the initial reporter: customer reports samples not separating when centrifuged while using cat 367960, lot 3074294. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time. Type of incident/problem: defect (detected before use).

Event description:
It was reported that while using bd vacutainer® pst¿ gel and lithium heparinn (lh) blood collection tubes, the samples were not separating when centrifuged. This event occurred 1 time and no report of adverse or injury. The following information was provided by the initial reporter: customer reports samples not separating when centrifuged while using cat 367960 lot 3074294. Who was affected? No person affected. Unexpected or prolonged care? No. Frequency of problem: first time. Type of incident/problem: defect (detected before use).

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.